Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) called guidant's technical services to report that this device has only been implanted for a year and there is already a 70% battery usage. ,